Event description:
Health professional reported an alleged lap-band port leak. The problem was first noted when the pt felt lack of restriction. The port was removed and replaced. F/u findings: the surgeon noted "port wouldn't hold fill during adjustment."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the serial number and the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."